Event description:
Reinforcement material was used. Patient is fine, no adverse issue has been reported from the customer. A small amount of tissue loss occurred.

Manufacturer narrative:
(B)(4). The product was returned july 15, 2016. (B)(4).

Event description:
According to the reporter, during a laparoscopic lar, the device was difficult to remove after the device was fired. The anvil was not tilted completely, and one side of the staple line of rectum was not dissected. The handle was pulled back near the anal verge in order to dissect the remaining tissue. The tissue was dissected and the handle was removed successfully. The reinforcement material was not completely cut on the side of staple line or time was not extended. There was unanticipated tissue resection.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.